Event description:
Boston scientific received information that this right ventricular lead had fluctuating r-waves from 2 mv with the pacing system analyzer to 1.7 mv with the device. Impedances were 680 ohms, thresholds were 0.7 at 0.4 in the bipolar configuration. Also reported were multiple positioning attempts for best possible numbers. No adverse patient effects reported. The lead remains in-service. Investigation is complete to date. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.